Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of both cartridges. We found that the first cartridge had a broken end. We found no visible damage at the magazine feeder. Then we investigated the second cartridge. The metal sheet is deformed. Additionally, we found unknown deposits and light discoloration. Furthermore we found cracks at the tip of the cartridge. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: according to the quality standard, a material defect, production, or design error can be excluded. No pores, inclusions or foreign bodies could be found on the point of rupture. We assume an assembly error and there is the possibility that the slider sheet was deformed by dismantling. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: japan. It was reported that during the surgery, the surgeon noticed that the nose of the cartridge was cracked and came off. The missing part could not be found. The surgeon completed the surgery with a new cartridge.